Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code: , (B)(4), lot number: (B)(4). Device history review: DHR review (product code:(B)(4) , lot number (B)(4)) DHR review: product code: (B)(4), work order /lot no: (B)(4), was manufactured on (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Re-open upon receipt of the device the received device was forwarded to the (B)(4) manufacturing facility for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot product code (B)(4), lot number d17110035 device history review DHR review (product code (B)(4), lot number d17110035) DHR review: product code (B)(4), work order /lot no. D17110035 was manufactured on (B)(4) 2017. 61 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Failure to properly seat 30mm stem extension implant to sigma fixed bearing tibial tray. Surgical tech could not fully seat threaded stem extension implant to tibial tray cone even when applying significant mechanical torque force. Under normal circumstances the stem extension implant can be mostly seated to the tibial implant by hand resulting in the need only to slightly torque to appropriate tension using the stem wrench instrument. In this case the tech was not able to fully seat with significant effort. Surgeon then requested to have another (additional same sized stem implant) opened with a similar end result. He then attempted to further torque under his own strength and was finally able to seat the stem to a point appearing to be flush with the threaded tibial cone implant. The consensus was that perhaps there was a defect in the thread pattern of the receiving tibial tray implant and that through significant torque force the harder tibial tray threads perhaps cross threaded the softer metal stem threads resulting in full or nearly full seating of the two pieces. Both opened stem extension implants were subsequently wasted due to circumstances unrelated to the difficulty of seating the stem to tray. Note: my concern is that perhaps there may be a manufacturing defect in the thread pattern for the specific lot number associated with the tibial tray implant ref # (B)(4), lot 8742929. This ref# was on backorder for a significant amount of time therefore I am concerned that there may have been an associated quality control issue with this lot number. Due to the frequency of use in my territory of this construct I remain concerned about any potential on going issues. Patient consequence? :yes. Patient consequence description:delay in final implantation of approximately 10 minutes. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.